Event description:
It has been reported that a versacross connect access solution for faradrive kit was selected for use. Prior to the procedure, it was noted that the tip of the dilator had a plastic piece hanging off it once removed from its package. The physician left the dilator as is and completed the procedure successfully using the same device, without removing the plastic piece. The dilator was not manually reshaped prior to the damage being noted. No patient complications were reported. Product is not expected to return as it was disposed of at the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.